Event description:
Mp2000 unit experienced double failure of the control panel and safety thermostat when it was put into the defrost mode over the weekend; thus causing the coolant temperature to rise to 256.8f.